Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode; however, for clarification, the damaged instrument component was a broken grip cable. The grip cable at the distal idler pulley is broken. The idler pulley was observed to spin freely and cable segments were found to be sticking out at the wrist. Engineering evaluation also found that the distal end of the main tube exhibits insulation damage. Material was found to be missing. The surface of the main tube appeared to be scraped off. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci si gynecological surgical procedure, it was observed that wires on the tenaculum forceps instrument were sticking out. No patient harm, adverse outcome or injury was reported.